Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level near the time of the call was 136 mg/dl. Customer also reported having a blood glucose level of 49 mg/dl, which was treated with food and juice. During troubleshooting, the customer stated that the contacts on the battery cap were damaged. The customer was advised that the battery cap would be replaced. Th insulin pump was not replaced or returned for analysis.